Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Hemorrhage, stroke and patient outcome of death are known risk associated with endovascular procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
Multiple stents (competitor) were placed into the occluded ica to access the intracranial vasculature and a stent (subject device) was placed in the middle cerebral artery (mca). No issues were noted during the procedure and blood flow was restored. Control angiography post stent deployment confirmed appropriate positioning and successful revascularization of the m1 and superior m2 segments. It was reported that despite restoring blood flow the patient developed a large area of infarct in the left mca territory. On hospital day two, the patient developed worsening right-sided weakness that was felt to be consistent with edema. Hyperosmolar therapy was started and the patient was administered plavix and aspirin due to the number of stents implanted. On hospital day three, the patient developed asymmetric pupils and the right-sided weakness appeared to be worse. It was felt that the edema had expanded and the patient underwent a decompressive hemicraniectomy. During the procedure, the patient developed a large hemorrhage into the operative site. The hemorrhage was controlled but post operatively, CT scan revealed that the patient had significant hemorrhage and edema. Due to the poor prognosis, the family decided to withdraw care and the patient died shortly after. The exact date of the patient's death is unknown.

Manufacturer narrative:
Subject device was implanted.

Event description:
Multiple stents (competitor) were placed into the occluded ica to access the intracranial vasculature and a stent (subject device) was placed in the middle cerebral artery (mca). No issues were noted during the procedure and blood flow was restored. Control angiography post stent deployment confirmed appropriate positioning and successful revascularization of the m1 and superior m2 segments. It was reported that despite restoring blood flow the patient developed a large area of infarct in the left mca territory. On hospital day two the patient developed worsening right-sided weakness that was felt to be consistent with edema. Hyperosmolar therapy was started and the patient was administered plavix and aspirin due to the number of stents implanted. On hospital day three the patient developed asymmetric pupils and the right-sided weakness appeared to be worse. It was felt that the edema had expanded and the patient underwent a decompressive hemicraniectomy. During the procedure, the patient developed a large hemorrhage into the operative site. The hemorrhage was controlled but post operatively, CT scan revealed that the patient had significant hemorrhage and edema. Due to the poor prognosis, the family decided to withdraw care and the patient died shortly after. The exact date of the patient's death is unknown.